Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A trauma was reported and hearing performance with the device was affected. The parents did not seek follow-up immediately when the problem presented, but a month later. The recipient was re-implanted on (B)(6) 2018.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
A trauma was reported and hearing performance with the device was then affected. The parents did not seek follow-up immediately when the problem presented, but a month later. The recipient was re-implanted.